Event description:
Olympus (omsc) was informed that the customer¿s camera head was returned to the repair center for a reported ¿image disappears¿, found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the repair center. The service evaluation confirmed the customer¿s reported issue as the image disappears due to corrosion/debris on the electrical contacts attributing to insufficient connection. Additionally, the cable unit is damaged due to physical stress as there is exposure of the internal metal. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in 2003, though a specific date was not identified. The device history record was unable to be reviewed for this device since it has been over 17 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was surmised that an image was not displayed because communication failure occurred due to corrosion found on the electrical contacts of the video connector. They could not assume the reason why the electrical contacts of the video connector were corroded. Other inspection findings were as follows: coupler is rattling; cable is buckled. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Wet contacts could cause the equipment to malfunction. Make sure that there is no dust or dirt on the electrical contacts. If the electrical contacts are wet and used with a dirt, the device may malfunction or be damaged.¿. Olympus will continue to monitor field performance for this device.